Manufacturer narrative:
Additional information provided in b.5. H.3. And h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that the patient still have double and blurry vision. Halos at night made the patient to feel scratch these lenses out. The patient already had the yttrium aluminum garnet (yag). The patient also had circle/starbursts.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporter¿s social media post did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the consumer experienced terrible vision issues. Immediately after surgery consumer ¿couldn't see anything and felt blinded¿. The patient stated that, eye is going bad now and was disappointed. The patient also stated could not drive at night for the bursts of light that headlights cause. The patient was depressed over this issue. There are two medical device reports associated with this patient. This report is for right eye. Additional information is not available.